Event description:
It was reported that during remote follow up, the atrial lead exhibited oversensing noise with inappropriate ams. The atrial lead was capped on (B)(6) 2024 and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were oversensing noise and inappropriate ams. As received, a partial lead (only distal portion) was returned in one piece. The reported event of oversensing noise was confirmed. Final analysis of visual examination found three external abrasions breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.